Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported to a company representative that a vns patient cannot feel stimulation and that it doesn't seem to be stopping her seizures. Additional relevant information has not been received to-date.

Event description:
Follow-up from the provider was received and the patient had been seen on (B)(6) 2016. The output current was 1.75 ma, which had been increased at the last visit on (B)(6) 2016. The diagnostics were provided as 2457 ohms. No settings changes occurred on (B)(6) 2016. It was stated that the patient could sense the vns stimulation again after the settings were increased on (B)(6) 2016. When asked about the increase in seizures report she stated the vns was working currently, and there were no issues suspected with the vns device.